Event description:
Boston scientific (bsc) crm received information that this right ventricular (rv) lead 4136 was surgically abandoned five months post implant due to no capture and poor sensing. A new rv lead 4456 was successfully implanted.